Manufacturer narrative:
The flow coupler device was not returned for eval. Although the actual lot number was unk, it was known to be one of two lots shipped to the site. According to the device history records, the devices met specification at the time of manufacture. One hundred percent functional alignment testing was performed on each device and 100% visual inspection was performed on each assembly during the manufacturing process.

Event description:
On (B)(6) 2010, physician performed a left breast reconstruction during which a 3.0 mm flow coupler was used on an unspecified vessel. Approximately 3 days post-op, the pt was returned to the operating room where the anastomosis was re-done using a 3.0 regular coupler. It was reported that the wire of the flow coupler had contributed to a vessel kink causing vessel occlusion. About 24-hours later, pt was taken back to the operating room due to residual clotting which required surgical removal. It was thought that the clot resulting from the venous occlusion had not been adequately cleared prior to re-doing the anastomosis. The flap was saved. The pt required a 10-day hospital stay.